Event description:
Customer reported that the drive support cap was coming out. The blood glucose reading was 177 mg/dl. Customer stated that he had not pressed on the cap while connected. He also reported a hospitalization due to high blood glucose over 500 mg/dl and diabetic ketoacidosis. He was wearing the insulin pump at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
(B)(4). A33 alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to a33 alarms. All currents tested within spec range. The insulin pump passed the displacement test, a21 alarm test, off no power test and self test. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.